Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. (B)(4). Www.imipactjournals.com/oncotarget.

Event description:
Oncotarget (2017) published "impact of cavitron ultrasonic surgical aspirator (cusa) and bipolar radiofrequency device (habib-4x) based hepatectomy for hepatocellular carcinoma on tumour recurrence and diseasefree survival" which evaluated the oncological outcomes of hepatocellular carcinoma patients undergoing liver resection using cavitron ultrasonic surgical aspirator (cusa) or radiofrequency (rf) based device habib-4x. The data of 280 patients who underwent liver resection for hepatocellular carcinoma were prospectively analyzed from 2010-2012 with follow up until august 2016. The cusa was used in the 163 patients whilst habib-4x in 117 patients. Results: in the cusa group, operative blood loss was 271.47 +/- 214.5ml. Twenty-one (21) patients received blood transfusions. Major complications seen in the cusa group were four (4) post hepatectomy liver failure, one (1) bile leakage, and one (1) bleeding. No further clinical information is available at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. No serial number was identified, as such a DHR review could not be performed. Root cause cannot be not determined at this time because the product has not been returned for evaluation.